Event description:
It was reported that the battery life estimate of this pacemaker decreased more than nine months after a time period of seven months. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Manufacturer narrative:
The returned accolade device was analyzed and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device's battery voltage typically decreases over time). In some devices, the voltage becomes lower than the nominal model. This results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups. Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period. This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that the battery life estimate of this pacemaker decreased more than nine months after a time period of seven months. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for investigation. Later, this product was received by boston scientific and full investigation was conducted.